Event description:
Ous MDR - after an implant duration of 41 months artifacts on the right ventricle channel were reported. No adverse pt side effects have been reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.